Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -16.50/+3.5/101 diopter, in the patient's right eye (od), on (B)(6) 2017. The reporter indicated the lens had a low vault and was repositioned. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens -16.5/+3.5/101 diopter in the patient's right eye (od) on (B)(6) 2017. The reporter indicated the lens had a low vault and rotation and was repositioned. Additional information has been requested but none has been forthcoming. (B)(4).